Event description:
It was reported the patient never seemed to have any effect following a pump implant. A volume discrepancy occurred in which the actual residual volume of the patient's pump was greater than the expected residual volume. The volume discrepancy occurred at the time of the first refill following a device implant procedure. During the first refill they aspirated 20 ml from the pump's 20 ml reservoir. The pump's logs were checked and they were "fine". During surgical troubleshooting, a physician was unable to draw back on the catheter when it was disconnected. A bolus was run on the pump to verify if it was delivering drug; and it was determined that it was. The cause of the issue was due to the way the surgeon tied down the anchors on the catheter as it exited the spine. It was further indicated that the surgeon had tied it other than how it was intended and therefore the catheter was restricted. Once untied, the catheter had good flow. The anchor was replaced and the catheter was reconnected to the pump and closed. The pump was delivering lioresal. Additional information has been requested but was not available at the time of this report.

Event description:
Additional information further stated that the patient was not receiving any drug and that the cause of the event was due to a kinked catheter at the pump and catheter connection. It was indicated that the patient had an x-ray on (B)(6)-2012 and no evidence of discontinuity was noted. It was also reported that the patient was hospitalized for the catheter revision only and suture less adapter on (B)(6)-2012. It was noted that the patient had no injury and recovered without sequelae. In addition, the patient was 'doing well with the new catheter and tone was reduced'.

Manufacturer narrative:
Catheter model# 8709sc serial# (B)(4) implanted: 2012-(B)(6) explanted:unk. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), explanted: 2012-(B)(6), product type catheter. (B)(4).